Event description:
Reporter noted cataract was hard, tip became hot; corneal burn occurred. Sutured wound to close. Pt looked very good one day post-op; healing well. Surgeon wanted handpiece checked.